Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display was recommended to be replaced to resolve the issue, however, the customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. Block d4: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.